Event description:
It was reported that a device perforation occurred. The opticross hd imaging catheter was advanced onto a guidewire for ultrasound examination of the target lesion. However, the guidewire did not come out of the monorail port, but instead went through the catheter. The device was outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that a device perforation occurred. The opticross hd imaging catheter was advanced onto a guidewire for ultrasound examination of the target lesion. However, the guidewire did not come out of the monorail port, but instead went through the catheter. The device was outside the patient. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. No visual damages were noted. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Microscopic inspection revealed no damage on the distal tip or guidewire exit port assembly. Pitting and degradation of the transducer housing consistent with saline damage was noted which occurs post-use of the device and is not related to the original device failure.